Event description:
Nurse called into room by family member because peripheral IV was not functioning properly. Blood was backed up in the tubing and a puddle of liquid was on floor. The IV tubing was noted to be dripping above at the end of the primary set where you would connect a stopcock or extension set. Patient was not harmed.====================== health professional's impression======================defective tubing